Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the circuit board of the subject device was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from the olympus local service department, olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to failure of the circuit board. The exact cause of the circuit board failure could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The local field service engineer checked the subject device at the facility and found that the reported phenomenon was duplicated. The local field service engineer replaced the subject device with another monitor and found that the image was displayed on another monitor. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image was not displayed on the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.